Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up received on 03-sep-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. In addition, the ae case refers to a usability issue. The bayer reference number for the ptc report is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. In addition, the ae case refers to a usability issue. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and was in so much pain. She underwent a hysterectomy and salpingectomy. This event, interpreted as pelvic pain, is serious due to medical significance and listed in the reference safety information for essure. Abdominal and pelvic pain may occur after essure insertion. In the present case, the consumer also had fibromyalgia which could have contributed for the occurrence of this pain. However, given the nature of the reported event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy and salpingectomy). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 11-aug-2015). It refers to a female consumer of unspecified age in united states who had essure inserted on an unspecified date. Consumer stated that she experienced excruciating pain during insertion. She has a tilted uterus and due to this, doctor could not find the opening of right fallopian tube. When he finally found it, he could not insert essure. He pushed and poked and made her move around the table and forced it in finally. She was crying and swearing in the office during insertion. She was in pain for weeks. The pain finally died down a bit but after 6 months the nerve pain and headache started. She visited doctors and was diagnosed with occipital neuralgia and fibromyalgia. She started to have horrible periods, getting 2 periods a month or skipping a month to have 3 weeks of bleeding the next. She was in so much pain and sleeping so much and had exhaustion too. Her memory was shot and she had constant brain fog and lost her feeling in her pinkie fingers. Her doctors told her that her problems were not caused by essure. Her doctor sent her for an ultrasound to check that she did not have ovarian cysts that would be the culprit, and she was fine other than essure. In (B)(6) 2015, hysterectomy and salpingectomy were done. She had some minor post operative issues but she was hopping into the office a month later like a new person. After surgery, all her symptoms were gone. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and was in so much pain. She underwent a hysterectomy and salpingectomy. This event, interpreted as pelvic pain, is serious due to medical significance and listed in the reference safety information for essure. Abdominal and pelvic pain may occur after essure insertion. In the present case, the consumer also had fibromyalgia which could have contributed for the occurrence of this pain. However, given the nature of the reported event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy and salpingectomy). A product technical analysis has been requested.